Event description:
A malfunction alarm with code "malf 12" was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer was advised to contact support if the issue persists after attempting the reset.